Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. Patient reported that they had their implant removed and would like to know what they should do with the patient programmer (pp). Patient reported that the implant never helped and they could not find the right settings, patient needed an MRI and the right side implanted was removed in (B)(6) 2018. The left side was explanted in (B)(6) 2008. No further patient complications were reported/anticipated as a result of this event.